Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the lead revision, placement difficulty was experienced as the right ventricular (rv) lead helix would not extend during the new placement. The lead was removed and replaced. No patient complications have been reported as a result of this event.